Event description:
It was reported to philips that the system (ip-pc) failed to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue occurred, and the procedure was completed as planned. The remote service engineer (rse) reviewed the examined the system remotely and confirmed system failed to boot up. After reviewing the log file rse found that, there is a malfunctioning of frontal ip-pc. The cause of the system failure could not be determined by the supplier's part analysis. To resolve the issue, onsite visit fse replaced ippc and hard disk, loaded software. After replacing the ippc and hard disk, the system is returned to good working condition. The codes were updated based on the investigation outcome.